Event description:
It was reported that, "during a surgical procedure, the device auto-activated while laying on a mayo stand. There was no pt or staff contact at the time of the auto-activation."

Manufacturer narrative:
When the device has been rec'd and evaluated by the qa engineer, a report will be filed with the ra/qa dept. At that time I will file a supplemental report.